Manufacturer narrative:
The reported eri alert was confirmed. The device was received with eri and end of service (eos) alerts triggered, and this was due to external cardioversion. Battery voltage and current trend data for the implant duration, which was extracted from the device image (stored data) were found to be normal. After the alerts were cleared, electrical and environmental stress tests performed on the device did not identify any anomalies. Battery voltage was well above the eri level. Longevity assessment found the device was in its normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely following an external cardioversion. The device was explanted and replaced to resolve the event. The patient was stable following the procedure.